Event description:
It was reported that this left ventricular (lv) his lead threshold had increased significantly. During the changeout procedure it was noted this lead had dislodged since the implant. The physician had retracted the helix and the lead was removed without issue. A different left bundle branch pacing lead was implanted and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).